Manufacturer narrative:
Method: film.

Event description:
Film review analysis: post-implant images showed that the endurant cuffs had been implanted between the aneurx bifurcate and renals. There does not appear to be any component separation or endoleak, however, only the sagittal images were returned for viewing. Both limbs are patent. The aneurx is approximately 7cm below the renals. The images provided to not appear to show the reported type iii separation endoleak event.

Manufacturer narrative:
(B)(4). Results: (endoleak, removal of implant). (Unknown cause of event). Conclusion: (unknown cause of event).(endoleak, removal of implant).

Event description:
An endurant extension stent graft system was previously implanted for the treatment of a unknown endoleak approximately eight months ago, resolving the endoleak. It was reported that the patient presented emergently with a rupture. A CT scan revealed that the aneurx bifurcate stent graft fell into the aneurysm sac, separating from the lowest proximal endurant extension stent graft, causing a type iii endoleak. The patient was converted to open repair and is doing well.